Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm13.7 implantable collamer lens, -16.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, pupillary block, significant reduction of irido-corneal angles and angle closure. A secondary yag was performed to enlarge or addition of the peripheral iridectomies.

Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found the haptic torn/broken/bent/deformed. Foreign material (unidentified spots) was present on the lens surface. Dimensional inspection found that the lens measurements were within specifications. (B)(4).